Event description:
During phacoemulsification cataract surgery, during the first pass, there was some overheating of the phaco tip and corneal burn was sustained. The phaco handpiece was then exchanged for a new handpiece and retested and functioned in good condition. The phacoemulsification was completed.